Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by an end user, who stated that the "unit started smoking during the night and during the following morning," and that the unit was "smelling hot." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.